Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable infusion pump. It was reported that the patient had spent 3 weeks in the hospital due to problems with the pump.